Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The troubleshooting was assisted and advised to disconnect from the pump. Customer stated that she has a low battery on the pump. Customer stated that the contacts on the battery cap are not missing or damaged. The customer has a new battery that meets IFU guidelines to test with the pump. Customer advised to insert the new battery and stated that the display did not return. The insulin pump will not be returned back for analysis. Assisted customer in performing a self-test and which is passed. The insulin pump will not be returned back for analysis.